Manufacturer narrative:
(B)(4)- use after expiration - (B)(4). Evaluation summary: the rx acculink instruction for use state, "do not use the product after the "use by" date specified on the package". Reported info indicates that the user error contributed to the use of the device beyond the expiration date. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to the reported event.

Event description:
Device issue: expired device. Time of issue: during procedure. Symptoms/ae: none. It was reported that during an emergency carotid artery procedure to treat a dissection, an expired rx acculink stent was implanted. Reportedly, the physician was aware that the device was expired; however, the device was used. There was no adverse pt effect. Though requested, no add'l info was provided.